Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Beginning (B)(6) 2015, the maximum capture threshold measured greater than 2.5 volts and consistently measured greater than 2.5 volts.

Event description:
It was reported that interrogation showed several interruptions during ventricular capture management testing. It was also noted that the right ventricular lead had high threshold and continuous variations in thresholds over a long time. It appears that the system in unable to detect capture. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.